Event description:
It was reported that intermittently the insulin gauge was inaccurate. Reportedly, the customer continued to use current pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.